Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they just started therapy an hour ago on a patient that was hyperthermic, their targeted temperature (tt) was 37c in an arctic sun device. Nurse stated that the device was showing the patient temperature (pt) was down to 33.7c. The device seemed to be warming the water, but nurse was wondering if they had the device in the wrong settings. While on the phone, device alarmed 15 (unable to obtain a stable patient temperature). Informed nurse the erratic patient temperature alarms could indicate an issue with either the temperature probe or temperature cable. Confirmed they were using an esophageal probe for therapy. Nurse stated that when they take an axillary temperature, it was 36.7c. Informed nurse axillary temperature would differ from core temperature, discussed verifying patient temperature with a secondary core temperature if their protocol allowed it. Had nurse verify esophageal probe, nurse noted that the probe was out of place which explains the low patient temperature. Nurse replaced and secured the esophageal probe, once properly placed patient temperature (pt) was reading 37.1c. Had nurse flex the temperature cable and patient temperature did not fluctuate. Nurse able to restart therapy. Nurse asked how fast the water temperature adjusts in response to the patient temperature. For example, their target was set to 37c so if the patients temperature reached 37.8c, the water would adjust on its own. Confirmed with nurse the water temperature adjusts automatically in response to the patient¿s temperature. As the patient¿s temperature slowly raised above target, the water temperature would slowly cool to keep the patient as close to target as possible. If the patient temperature continued to rise or did not respond to the water temperature, the water would continue to get colder. Explained the water temperature should adjust gradually. Also discussed with nurse if the patient was shivering or generating heat, this could affect the patient¿s tolerance and might lead to colder water temperatures. Encouraged nurse to call back if they had any issues with therapy. Per follow up information received via phone on 22nov2023 it was reported that therapy was completed without impact on this 60 year old male. No other identifying information was provided. Mis advised nurse to reinsert the probe. This helped resolve the issue. The device did not go to biomed. The representative went to the facility to perform troubleshooting and to re-educate how to properly use the device.

Event description:
It was reported that the nurse stated that they just started therapy an hour ago on a patient that was hyperthermic, their targeted temperature (tt) was 37c in an arctic sun device. Nurse stated that the device was showing the patient temperature (pt) was down to 33.7c. The device seemed to be warming the water, but nurse was wondering if they had the device in the wrong settings. While on the phone, device alarmed 15 (unable to obtain a stable patient temperature). Informed nurse the erratic patient temperature alarms could indicate an issue with either the temperature probe or temperature cable. Confirmed they were using an esophageal probe for therapy. Nurse stated that when they take an axillary temperature, it was 36.7c. Informed nurse axillary temperature would differ from core temperature, discussed verifying patient temperature with a secondary core temperature if their protocol allowed it. Had nurse verify esophageal probe, nurse noted that the probe was out of place which explains the low patient temperature. Nurse replaced and secured the esophageal probe, once properly placed patient temperature (pt) was reading 37.1c. Had nurse flex the temperature cable and patient temperature did not fluctuate. Nurse able to restart therapy. Nurse asked how fast the water temperature adjusts in response to the patient temperature. For example, their target was set to 37c so if the patients temperature reached 37.8c, the water would adjust on its own. Confirmed with nurse the water temperature adjusts automatically in response to the patient¿s temperature. As the patient¿s temperature slowly raised above target, the water temperature would slowly cool to keep the patient as close to target as possible. If the patient temperature continued to rise or did not respond to the water temperature, the water would continue to get colder. Explained the water temperature should adjust gradually. Also discussed with nurse if the patient was shivering or generating heat, this could affect the patient¿s tolerance and might lead to colder water temperatures. Encouraged nurse to call back if they had any issues with therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.